Event description:
On (B)(6) 2020, the patient had a right total hip arthroplasty to address osteoarthritis, end-stage. Depuy components were implanted. It was noted that there were two dome screws placed. Medical records notes indicated that the patient was three months out from a right total hip arthroplasty. The patient was noted to have a limp, a trochanteric fracture with some migration. Previously, the patient reported having pain.

Manufacturer narrative:
Product complaint # : pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for mild migration of trochanteric fracture : periprosthetic fracture - femoral. Event is not serious and is considered mild. There is a remote possibility that the adverse event is related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (right hip). Treatment: none.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the provided x-ray images finds nothing indicative of a product problem. Some images are pre-surgery. No obvious stem migration is identified. No bone fracture that has required repair. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.